Event description:
It was reported that this right atrial (RA) lead was surgically explanted due to unknown product performance reason. This RA lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.